Event description:
New information received notes that low pacing impedance was observed on the right atrial (ra) lead as well as noise. The ra lead was successfully removed and replaced. The patient was stable.

Manufacturer narrative:
Correction : section d6b date of explant should have been (B)(6) 2022.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient presented in clinic for a follow up, noise on the ra lead was observed. The device was reprogrammed and lead replacement was discussed. The patient was stable.